Event description:
Procedure: lap gastric bypass. According to the reporter: the needle fell out of the jaws of the device resulting in the surgeon having to remove it from the patient with a grasper. The incident occurred toward the end of case. The device was toggling the needle fine but released the needle prematurely. The scrub tech said there was some difficulty loading the device prior to incident the current patient status is fine. There was no unintended colostomy, formal laparotomy, re-operation, etc. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment was left in the patient.

Manufacturer narrative:
(B)(4).